Manufacturer narrative:
Additional information received from the initial reporter on 04 november 2016 and includes: the pathogen is pasteurella. Batch review performed on 21 november 2016. (B)(4).

Event description:
The patient presented to hospital with wound issues. The surgeon decided to wash out joint and exchange poly. Upon re-opening wound, pus was found within joint and the surgeon took swabs and samples. The surgeon washed out joint and exchanged poly. This was completed successfully. At follow-up, pasteurella infection was confirmed.